Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as "high"; however, a specific value was not provided. Reportedly, a manual insulin injection was administered to address bg level. Reportedly, the cause for the reported issue was due to an incomplete fill tubing alert occurring. Tandem technical support educated the customer on incomplete fill tubing alerts and ensuring the fill tubing is complete to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.